Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was totally blank and there were no lights indicated. A technical support specialist assisted the user to unplug and plugin the power cable to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system was not communicating. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.